Manufacturer narrative:
Follow-up #1 date of submission 04/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The battery compartment had damaged threads. The returned battery cap was stuck to the pump and had to be removed forcibly. The battery cap contact height was found to be out of specifications. The battery cap was able to secure attach on at test pump. Both the returned battery cap and a test cap were unable to be fully tightened and were difficult to remove from the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.